Event description:
Nurse practitioner stated that the customer experienced high blood glucose. The current blood glucose is 67 mg/dl. Customer treated with food. The drive support cap is flush. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.